Event description:
The initial report stated that after the surgeon sealed a vessel, he could not open the jaws of the device. This happened twice on the same patient with two different devices of the same lot number. Follow-up from the doctor indicated that neither device was stuck to tissue at the time. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device. Report on the other device from the same incident is found on MFR report #1717344-2008-00614.

Manufacturer narrative:
A visual inspection of the incident sample showed tissue in-between the jaws. The knife edge was damaged, indicating contact with a metal object. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent and twisted. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the blade.